Event description:
The customer contact reported that during testing at the user facility, a burn smell was noted. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found that the driver and power supply printed circuit boards were charred. The probable cause could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.